Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-mar-09 regarding a patient receiving dilaudid (6.0mg/ml at 2.4358mg/day) and bupivacaine (18.0mg/ml at 7.308mg/day) via an implanted infusion pump. It was reported that the patient was trying to figure out what was going on with their pump because "something went wrong" and "something's not working." It was noted that it was weird or not dispensing medication correctly. On (B)(6) 2020 the patient started feeling woozy and tired and did not know what it was, and then everything smelled weird. The patient had overwhelmingly powerful smells, was nauseous, could not eat, and was dry heaving but couldn't throw up. The patient went to their primary care physician on (B)(6) 2020 but was still ok at thattime. On (B)(6) 2020 the patient's blood pressure shot really high so they did a dye study because they thought the patient had a leak. The dye study was fine. It was noted that the patient was sick the whole month of february and went to the hospital twice. They kept saying "maybe it's a virus" but nobody picked up that it may be the pump and the patient could have been going through withdrawals. The patient had a refill on (B)(6) 2020 and the medication that was supposed to be in the pump was less than expected. The patient thought that the pump was really empty during february. After the refill on (B)(6) 2020 the patient was overdosed because the next day all of their pain was completely gone and they felt wonderful. The healthcare provider (hcp) thought that was not right so he sent the nurse back out to turn the pump down 25%, and after that the patient was throwing up and nauseous. The patient knew the pump was at the end of life, and it was noted that they may get a new pump in (B)(6) 2020 or it may come out. The patient's last refill before (B)(6) 2020 was on (B)(6) 2019. A manufacturer representative was contacted. No further complications were reported or anticipated. On 2020-mar-09: document contained no new information.